Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial oversensing on electrograms (egm). It was also noted that the ra lead exhibited possible far field r waves on current and stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.